Event description:
Note: this report pertains to the second of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy/endoscopy procedure performed on (B)(6) 2024. During the procedure, the snare was not responsive when it was opened and closed, there was no feedback, and it was not confirmed when the snare was cutting. A second device was used with the same problem. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on may 02, 2024: it was reported that the procedure was completed with the same device.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2 (additional information): block b5 has been updated based on the additional information received on may 02, 2024. Block h6: imdrf device code a050702 captures the reportable event unable to cut. Imdrf device code a090402 captures the reportable event of unable to deliver energy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2 (additional information): block b5 has been updated based on the additional information received on may 02, 2024. Block h2 (correction): block h6 (device codes) has been updated. Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
Note: this report pertains to the second of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy/endoscopy procedure performed on (B)(6) 2024. During the procedure, the snare was not responsive when it was opened and closed, there was no feedback, and it was not confirmed when the snare was cutting. A second device was used with the same problem. There were no reported patient complications as a result of this event. Additional information received on may 02, 2024: it was reported that the procedure was completed with the same device.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
Note: this report pertains to the second of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy/endoscopy procedure performed on (B)(6) 2024. During the procedure, the snare was not responsive when it was opened and closed, there was no feedback, and it was not confirmed when the snare was cutting. A second device was used with the same problem. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.